Event description:
The manufacturer received information alleging a patient was smoking a cigarette while using an everflo oxygen concentrator. The patient suffered burns to their face, head, arm and legs. The patient was taken to the hospital but has been released. The device is not returning to the manufacturer for evaluation. The reporting facility stated the device was tested and was found to operate properly. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."